Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed 3 inaccurate cgm readings on (B)(6) 2013. Patient did not follow correct finger stick technique to adequately compare results. Patient reported no injuries or medical intervention at the time of contact with dexcom technical support.